Event description:
During the procedure, the device emitted metal shavings in the pt's knee.

Manufacturer narrative:
Upon receipt, the used device was inspected and found to have minimal galling marks. The distal tip revealed wear along the teeth. Functionality was verified using a generator and was observed to pass testing. It has been concluded that the cause for shaving generation was the excessive exertion of lateral forces (side-loading) on arthroscopic shaver instruments during clinical use. Ascent healthcare solutions' IFU states: "do not apply excessive pressure or side-load the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record indicates that the returned shaver passed all applicable inspections and tests prior to release.